Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated, and the reported difficult or delayed positioning appears to be due to challenging patient anatomy and echo equipment/operational context. A conclusive cause for the reported single leaflet device attachment/slda could not be determined in this complaint. The reported poor image resolution was due to challenging patient anatomy. The reported unexpected medical intervention appears to be due to case specific circumstances as one additional clip was implanted to stabilize the slda clip and reduce the mitral regurgitation (mr) to grade 2. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment/slda). It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The posterior mitral leaflet was prolapsed. Imaging was challenging due to the patient anatomy and echo equipment. Grasping was difficult. After several grasping attempts, the leaflets were eventually grasped, and the clip was deployed. However, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An additional clip was implanted stabilizing the slda clip. A total of two clips were implanted reducing mr to 2. There were no adverse patient effects. No additional information was provided.